Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.3 results from an unspecified number of patient samples tested on the cobas c513 analyzer commercial system. The reporter stated that the analyzer had been giving results that were too high. The reporter was able to provide three patient samples with discrepant results: it is unclear if the patient samples were initially run on (B)(6)2023 or (B)(6)2024. Sample ID (B)(6) the initial result was 51 mmol/mol. On (B)(6) 2024, the repeat result was 41 mmol/mol. Sample ID (B)(6) the initial result was 49 mmol/mol. This result was reported. On (B)(6) 2024, the repeat result was 42 mmol/mol. Sample ID (B)(6) the initial result was 45 mmol/mol. On (B)(6) 2024, the repeat result was 39 mmol/mol.

Manufacturer narrative:
The reagent lot number is 718885. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and adjusted the gear pump head and the sample and reagent probes. He checked the alignments in the cuvette/wash/drying area and noted that all probes had fitted seals. He found the plastic support of the rinse laundry (rinse 2 assembly) broken, which affected the cuvette rinse and acid aspiration/rinse function. He advised the customer that the analyzer could not be used in this condition. The investigation is ongoing.

Manufacturer narrative:
On the field service engineer's follow-up service visit, he reset the analyzer and obtained accumulated vacuum alarms. He then removed the vacuum tank and replaced solenoid valve 25. He cleaned the tubing and refreshed the whole vacuum path. He found the tubing of the vacuum tank to the switching valve severely kinked and performed repairs. He again powered the analyzer to test the vacuum pressure measurement and did not find any issues. He confirmed that the analyzer was again performing within specifications. The investigation excluded reagent issues as no further cases were reported and correct reruns were performed with the same reagent. The investigation determined the service actions resolved the issue.